Manufacturer narrative:
(B)(4). The customer isolated the issue to the control pca. The customer replaced the control pca which resolved the issue. The device was placed back into service. We will consider this a malfunction of the control pca where the battery test failed and the device shut down. As of (B)(6) 2012, the customer has not reported any further trouble with this device.

Event description:
The customer reported during system check, the battery test failed then the device turned off.